Event description:
It was reported by the customer that pyxis medstation es system had door failure. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient, although the medication was retrieved from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that door had failed. A field service engineer replaced the latch. The contact information was kept blank due to the reported issue that was found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.